Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens was found to be peeling due to handling. In addition, there were white scratches on the image, the bending angle is insufficient due to the elongation of the angle wire, the adhesive on the bending section cover is missing, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer sent the subject device to an olympus service center for evaluation with no complaint. During inspection and testing, the adhesive on the objective lens was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.